Event description:
It was reported that during a routine follow-up that occured on (B)(6) 2018, ventricular noise oversensing was found on episodes, marked as vf episodes. Right ventricular impedance and coil measurement were regular but the impedance trend plot revealed low values. A re-intervention was made on (B)(6) 2018 to implant a new right ventricular lead, the subject lead is abandoned.

Event description:
It was reported that during a routine follow-up that occured on (B)(6) 2018, ventricular noise oversensing was found on episodes, marked as vf episodes. Right ventricular impedance and coil measurement were regular but the impedance trend plot revealed low values. A re-intervention was made on (B)(6) 2018 to implant a new right ventricular lead, the subject lead is abandoned.

Manufacturer narrative:
Please find attached the corrected investigation report.

Event description:
It was reported that during a routine follow-up that occured on (B)(6) 2018, ventricular noise oversensing was found on episodes, marked as vf episodes. Right ventricular impedance and coil measurement were regular but the impedance trend plot revealed low values. A re-intervention was made on (B)(6) 2018 to implant a new right ventricular lead, the subject lead is abandonned.